Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the left head and both foot end casters were damaged and bent. He replaced the three brake caster to repair the bed.